Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was a cross-over from right to left with a non-medtronic 45cm introducer sheath and non-medtronic 0.035 guidewire, then changed to a non-medtronic 0.018 guidewire. The vessel was predilated with an admiral xtreme 8 x 60, then and everflex entrust 8 x 80 was placed with distal end in the proximal cfa and the protégé gps 10 x 60 proximal. The physician treated the right side with protégé gps 10 x 40 placed at the branch of the cia after pre-dilatation with a small admiral xtreme 5 x 40 balloon. It was reported that calcification was moderate, and the aortic bifurcation had no sharp angle. The protégé gps stent became stuck in the lesion and could only be deployed normally half way across the lesion. The physician attempted to dismantle the delivery system to deploy the stent manually, but this did not work. He eventually deployed the stent by going back and forth with the introducer sheath. The patient did not experience any pain, stent was eventually deployed. The final angiographic control was good. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: five cine images were received for evaluation. The first image is of a support sheath and guidewire within the patient¿s right iliac artery. The distal end of the support sheath is in the patient¿s abdominal aorta. The second image is of a support sheath and guidewire within the patient¿s right iliac artery with the guidewire going over the arch in the abdominal aorta into the left iliac artery. The third image is a broader view of the second image. A stent at the ostium of the left iliac artery is visible. The fourth image is of the support sheath on a guidewire going over the arch and entering into a stent in the ostium of the patient¿s left iliac artery. The stent overlaps a second stent in the patient¿s left iliac artery. The fifth image is of three overlapping stents deployed in the patient¿s left iliac artery with the distal end of the support sheath at the ostium of the patient¿s left iliac artery. Three overlapping stents are visible it the patient¿s left iliac artery. The device was received by medtronic for evaluation however, it could not be located within medtronic¿s complaint investigation laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the protégé gps device was received for evaluation. No ancillary devices or procedure notes were returned. Visual inspection of the catheter revealed severe bends on the deployment paddle. The anchor proximal deployment paddle was missing. The safety knob was damaged and the sds was separated between the lock housing and pin port. The sonic weld was still intact. The distal inner tubing was exposed. No abnormalities were observed on the distal tip. Sanguine fluid residue was noted within the stop cock tube. The returned sds system shows evidence of damage resulting from rough handling of the device to deploy a stent. The damages observed were consistent with advancing the stent against resistance. If information is provided in the future, a supplemental report will be issued.